Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 495.316. Lot number: btb_dumy. Provided lot number is not a valid synthes lot, therefore no mre possible. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2020, that a synex with large endplate was implanted into a patient. The patient had a medullary section done approximately eight (8) years ago. The procedure was performed to provide additional stability, to the column as prevention of damage in large vessels of the abdomen, given the disposal of anterior vertebral fragments than to preserve nervous structures. The specialist decided to perform an approach via posterior way to remove all bone and vertebral fragments and implant the expandable cylinder. Given the anatomical alterations of the patient, due to the unsolved trauma years ago, the cylinder was located between the posterior and anterior arch, as a better alignment of the spine was not possible. There was no reported consequence to the patient, and the patient was reported to be in good condition. This report involves one (1) synex(tm) with large endplate 0 deg/23mm-31mm height. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that a synex with large endplate was implanted into a patient. The patient had a medullary section done approximately 8 years ago. The procedure was performed to provide additional stability, to the column as prevention of damage in large vessels of the abdomen, given the disposal of anterior vertebral fragments than to preserve nervous structures. The specialist decided to perform an approach via posterior way to remove all bone and vertebral fragments and implant the expandable cylinder. Given the anatomical alterations of the patient, due to the unsolved trauma years ago, the cylinder was located between the posterior and anterior arch, as a better alignment of the spine was not possible. Procedure and patient outcome were unknown. This report involves 1 synex(tm) with large endplate 0 deg/23mm-31mm height. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.